Event description:
Consumer relates that after having a catscan and a barium swallow test they began to experience a severe reaction. Prior to testing, consumer had no problems. Symptom: blurred vision, difficulty breathing, burning sensation.